Event description:
A publication reported, "breakage of the implant due to the surgical technique of the surgeon." The pt required an additional surgery.

Manufacturer narrative:
Technical analysis from the surgeon determined that one implant probably broke due to a gap between the phalanx and the second broke probably due to a bending with a bad temperature management. The root cause of the event is user error. As instructed by (B)(6) on (B)(6) 2011, MDR reported by memometal technologies/ (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.